Manufacturer narrative:
A philips remote service engineer (rse) talked to the customer to troubleshoot the issue. The rse resolved the issue by restarting the control unit which resolved the issue.

Event description:
The customer reported that all alarms were deactivated on two of their floors. No adverse event to a patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that alarm issues with their patient information center (pic) were occurring. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.